Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and other spasticity. It was reported that the healthcare provider (hcp) was looking for magnetic resonance imaging (MRI) guidelines regarding the pump. They mentioned the patient had not been using their pump since about 2 months after it was implanted in 2012 and that the pump was "off." They had no further information regarding this event. Technical services reviewed MRI guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.